Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) batteries would not hold a charge. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed a battery test and a charging circuit check. The battery was plugged into the mains and connected correctly, and the battery was not expired. Diagnostic tests and functional tests were performed with positive results. The problem was not found by the fse, and the product passed all functional tests.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) malfunctioned. The client reported that batteries do not hold a charge. There was no patient involvement reported.